Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned. However, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system aspiration catheter 12 (cat12), a lightning aspiration tubing (lightning), and non-penumbra sheath. During the procedure, after approximately four minutes of using the cat12 and lightning, the physician completed two passes using the cat12. Subsequently, the physician removed the cat12 to be flushed; however, the distal end of the cat12 was found to be kinked and frayed. Therefore, the cat12 was not used for the remainder of the procedure. The procedure was completed using balloon maceration and the same sheath. There was no report of an adverse effect to the patient.